Event description:
During operation, staff were reconnecting the colon to the rectum. Rn was using the 29mm endoscopic curved stapler. It was inserted into the rectum. The spike was deployed. Surgeon connected the anvil that was on the colon to the spike of the stapler.after the stapler was closed and the colon lined up, the rn fired the stapler. Under inspection from md, it was noticed that the anastomosis did not hold up. We redid the colon rectal anastomosis using a different endoscopic circular stapler.md was not sure if it was user error that caused the staple line the first time not to hold up or if it was the stapler. Md wants the stapler to be checked out to see if it worked properly.